Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. Investigation summary: the complaint of a broken syringe module was confirmed during inspection of the device. External inspection of the device showed the actuator knob was broken and the barrel clamp would catch in a partially extended position. Internal inspection of the device showed the internal frame was broken around the cavity for the barrel clamp assembly. Laboratory testing of the returned syringe module showed the device failed several preventative maintenance tasks including instrument inspection, binary switches, pressure disc accuracy and barrel clamp accuracy. Failure to perform regular and preventive maintenance inspections may result in improper device operation. There was no patient involvement reported. Root cause: the root cause of the complaint of a broken syringe module was identified as an unknown physical impact scenario. External inspection of the syringe module found the actuator knob had physical damage and was broken off and the barrel clamp would catch partially extended. Internal inspection found the internal frame was also broken at the cavity for the barrel clamp assembly resulting in the barrel clamp issues. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing.

Event description:
It was reported that the device was broken/damaged. There was no patient involvement.